Event description:
Right silicone gel breast implant explanted due to suspected infection. Patient also reported 'popping' sound from breast a few days before a scheduled doctor visit. Device was removed and replaced with another silicone gel breast implant.